Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: endoscopic image was not displayed. It was caused by the ap board failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during device evaluation, the subject device exhibited that the image is not visible. The event occurred during installation. There was no patient involvement.